Event description:
Boston scientific crm received information that during a follow up visit, it was noted this right ventricular lead was not pacing appropriately. In addition, impedance measurements greater than 2500 ohms were displayed. A lead fracture was suspected. The lead configuration was reprogrammed to unipolar and ventricular pacing appeared normal. No other issues were revealed. There were no adverse patient effects reported. Additional information was received. During a follow up visit, it was noted no ventricular pacing in unipolar. The device was programmed to aai pacing mode. The fracture was observed on an x-ray. In addition, it appeared the distal portion of the lead was in the right atrium. No issues were noted with the device function. An internal technical service consultant was contacted regarding whether to remove the lead and recommended the physician should make the decision with the patient's condition in mind.

Event description:
Additional information was received. No lead revision has been performed as of this date. At this time, the lead is being further monitored.

Event description:
Additional information was provided. During a further follow-up visit, the x-ray confirmed the lead fracture and a portion of the lead is located in the right atrium. A dvd was provided to technical services for their review. After initial review, it was felt the lead was unstable in the atrium as the loop appears to move with the heart beat. Further review of the dvd will be performed.

Manufacturer narrative:
According to available information, this right ventricular lead was reprogrammed and remains implanted. As this lead was not returned for analysis, boston scientific crm cannot confirm nor deny this reported clinical allegation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. At this time, no further analysis has been performed as the x-ray is still pending.